Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that went black. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a screen that went black. The rse advised the customer to replace the lcd (liquid crystal display) to the 2nd generation. The customer was provided with the part number for replacement. The investigation is ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 16jul2024, 26jul2024, and 08aug2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. H11: d4 - product UDI.